Event description:
It was reported that during routine checkout, the cardiosave intra-aortic balloon pump (iabp) units top cover cracked. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: phone no.: (B)(6). A getinge field service engineer (fse) evaluated the unit and found top cover cracked. Fse replaced top cover. This corrected issue. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.

Event description:
N/a.